Event description:
The customer reported that her blood glucose was 153 mg/dl at 9:41pm on (B)(6) 2013, and she gave herself a 4.0 unit bolus. At 10:15 am the next day, it was reading "high" (>500 mg/dl). She removed the pod at this time. She said that the cannula may have dislodged, and that it was bent in a 90 degree angle. She also thought there may have been an air bubble in the cannula.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."